Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the shock coil. It is reasonable to assume that this damage resulted from mechanical forces applied during the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the mechanical analysis of the fixation mechanism in different positions were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this rv lead was explanted and replaced due to dislodgement.